Event description:
The patient reported that the first implant was not working for them, when they stood up they would feel shocking. The patient had issues with the stim changing when they were in certain positions. They then had the replacement. Other relevant medical history includes spinal pain and radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.